Event description:
Second revision surgery - due to the patient's implant being too loose; it needed a thicker poly to tighten it up. The surgeon removed a size 8/13mm insert and replaced it with a size 8/17mm insert. The original surgery was 3/20/14 using only djo femur and ultra congruent insert. First revision occurred on (B)(6) 2014 removing non djo parts and replacing with all djo parts.

Manufacturer narrative:
The reason for this revision surgery was to replace a loose insert after 6 months, 14 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 1 prior complaint against this part number; this is the first complaint against this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. It was reported the patient needed a thicker poly to tighten up. There are no indications of a product or process issue affecting implant safety or effectiveness.